Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bent infusion set cannula caused caused the customer to enter diabetic ketoacidosis. No additional information was provided. Brand of infusion set was not reported.